Event description:
Surgeon reported event as a pouch dilation. The 10.0cm lap-band system removed and replaced with an aps lap-band system. The explanted device will be returned. F/u findings: pt had intolerance to solids and fluids with band empty. No indication of band slippage.

Event description:
Caller states the patient tested 6.7 inr on the coaguchek xs system and 3.2 inr and 3.51 inr on the comparison labs. Caller states that the patient was treated in an unspecified way based on the meter results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.